Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 12 mg/dl which was treated with food. Customer was experiencing low blood glucose symptom like diabetic coma. Customer stated that they went to diabetic coma and blood glucose went down to 15 mg/dl. Customer's wife called 911 and paramedics were dispatched. Insulin pump did not suspended on low because of sensor issue. Customer was using insulin pump within 48 hours of low blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis.